Event description:
Information received indicates the brake/steer caster is not holding when in brake. The caster continues to ratchet when in brake.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.